Event description:
Patient admitted to hospital for removal of bilateral breast implants and capsules secondary to right ruptured breast implant and bilateral implant leaking. Original breast implants were placed 28 years ago. Manufacturer unknown.